Event description:
Per the clinic, the patient developed an infection at the implant site (specific date not reported) and subsequently was treated with antibiotics and steroid (specific type, date and duration not reported).